Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received informattion that this transvenous left ventricular (lv) lead had become dislodged and was removed from service. There were no reported adverse patient symptoms beyond the necessity of surgical intervention.